Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 2/9/10 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter was placed femorally and it was later found to have small holes punched through the extensions. Catheter needed to be removed and replaced.